Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00071: case 2, 3025141-2019-00072: case 3, 3025141-2019-00073: case 4, 3025141-2019-00074: case 5, 3025141-2019-00075: case 6, 3025141-2019-00076: case 7, 3025141-2019-00077: case 8.

Event description:
Following implantation of an acutrak screw, the patient experienced non union of the fracture due to inadequate position of the screw (asymptomatic). Revision surgery was not performed. Case 1. From: article: metacarpophalangeal and interphalangeal joint arthrodesis: a comparative study between tension band and compression screw fixation. Breyer, j.m.;vergara, l.; parra, l.; sotelo, p.;bifani, a.; and andrade, f. J hand surg eur vol. 2014:1-5.